Event description:
It was reported that high pacing thresholds were observed with the patient's leadless implantable pulse generator (ipg). Reprogramming was performed, and the device remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.